Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system was experiencing difficulty sending interrogations due to the phone line in the rehabilitation facility where the patient is currently located. The patient's advocate contacted patient services and discussed that the remote home monitor had a red call doctor icon lit. Patient services discussed that the red call doctor icon could indicate an issue with the pacemaker system that was unable to be transmitted to the clinic. The advocate noted that she had already contacted the clinic in regards to the red light. Patient services discussed troubleshooting options in an attempt to assist with the communicator and the rehabilitation facility's phone line. It is unknown at this time why the red call doctor icon was lit and what the remote home monitor was unable to transmit to the clinic due to the patient's phone line issues. At this time, the pacemaker remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the reason for the red light on the remote home monitor was low out of range pacing impedance measurements of less than 200 ohms for the pacemaker and right ventricular (rv) lead. It was also noted that the remote home monitor was eventually able to successfully send a transmission. On the last remote transmission the rv lead impedance measurement was 245 ohms. At this time the clinic has opted to continue to monitor the patient. The pacemaker and rv lead remain in service and no adverse patient effects were reported.